Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was still in override mode. Upon reviewing the logs for this station, the technical support specialist did not observe any application restarts in the past few days. However, tss noted that the station's system time was not configured to synchronize with the va time server and was off for approximately two hours. This time discrepancy could have triggered the station to enter critical override (co) mode. The tss have corrected the time synchronization settings, and the station is no longer in co status. The tss confirmed with the customer that the station was working fine. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, it was still in override mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.